Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the tube during use. The following information was provided by the initial reporter, translated from chinese: "the patient was hospitalized for diabetes at 10:00 on (B)(6) 2022, and was treated with indwelling venous indwelling needle and infusion according to the doctor's advice. When the indwelling needle was connected again at 14:00, fluid leakage was found in the soft connecting tube. The indwelling needle was removed and a new indwelling needle was implanted again." "Catheter tubing leakage due to improper operation of nurse".

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1053338. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the tube during use. The following information was provided by the initial reporter, translated from chinese: "the patient was hospitalized for diabetes at 10:00 on may 31, 2022, and was treated with indwelling venous indwelling needle and infusion according to the doctor's advice. When the indwelling needle was connected again at 14:00, fluid leakage was found in the soft connecting tube. The indwelling needle was removed and a new indwelling needle was implanted again." "Catheter tubing leakage due to improper operation of nurse"